Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead reportedly went to emergency department due to sepsis. Furthermore, the patient inquired about having a magnetic resonance imaging (MRI) as requested by the physician and the company representative advised that the patient can have MRI. Attempts were obtain to gather further information but the field representative was unable to provide additional information regarding the event. The rv lead remains in service. No additional adverse patient effects were reported.